Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/22/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/07/2014 with the following findings:during a visual inspection of the pump, the battery compartment was observed to be cracked at the threads. Moisture was also found inside the battery compartment. A leak test was performed and confirmed a battery compartment leak. A battery cap was not returned with the pump. A test cap was used to complete investigation. The pump case was removed and no further evidence of moisture ingress was found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. The reporter stated that the pump battery compartment was cracked, moisture was visible in the battery compartment, and corrosion was noted on the battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.